Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the connector ports were cracked or damaged, nor was analysis able to confirm the customer comment that the pace was not showing on the display, no anomalies were observed. Analysis was able to confirm the customer comment of cracked housing and broken belt clips, the upper and lower cases, side bail covers and ring cover were broken and missing, the battery contacts were compressed, the battery drawer was contaminated and the keyboard was scratched.

Event description:
It was reported that the connector ports on the external pulse generator were cracked/damaged. It was further noted that the pace was not showing on the display, there was cracked housing and broken belt clips. The generator was returned for service. No patient complications have been reported as a result of this event.